Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 01/20/2016. The fse confirmed the intermittent "ls offset low" errors. He checked all cable connections for laser power supply but could not isolate the malfunction. The fse replaced the ls preamplifier which resolved the "ls offset" errors and the instrument ran without errors and all repairs were verified per established procedure. (B)(4).

Event description:
The customer reported intermittent "light scatter (ls) offset low" error messages from a coulter lh 750 hematology analyzer. The customer was performing normal operation when the event was observed. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.